Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cardiac monitor could not establish telemetry and would not turn on. It was noted that the clinic ruled out any issue with the programmers as they had used the same two programmer heads and were able to establish telemetry with other medtronic devices. The cardiac monitor was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. It was concluded that the reported non-functional telemetry condition was due to a telemetry acknowledgment delay. The root cause could not be determined the condition disappeared during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.